Manufacturer narrative:
Synthes is submitting this report as a result of remediation activities related to FDA warning letter dated february 2012. Device(s) listed in this report is (are) used for treatment, not diagnosis. Any additional information received regarding this event after filing this report shall be filed on a supplemental MDR. A review of the device history records was performed and no complaint related issues were found. The product development evaluation revealed that the one of the fingers is broken off the reduction insert. The device exhibits no other visually obvious damage. As noted in a previous complaint, improper assembly of the instrument (not fully seating the insert) by the or staff likely caused the reduction insert to see excessive loading in the region of failure during reduction. Rather than having the axial loads reacted by the thrust surface on the underside of the head, the fingers instead contact the retention rib and are squeezed into the inner tube as reduction loads are applied potentially causing them to break. An internal corrective action has been opened to address this issue. It is concluded that this complaint is valid.

Event description:
It was reported that during the course of a posterior spinal deformity case the surgeon had stripped two t-25 stardrive screwdrivers (03.632.072) and two t-25 stardrive screwdrivers (03.632.002). Other drivers were selected and the procedure was completed. After the procedure the matrix threaded persuader (03.632.008) was found broken. This is report 1 of 1 for (B)(4).

Manufacturer narrative:
Synthes is submitting this report as a result of remediation activities related to FDA warning letter dated february 2012. Blank fields on this form indicate the information is unknown, unavailable or unchanged. Device(s) listed in this report is (are) used for treatment, not diagnosis. Any additional information received regarding this event after filing this report shall be filed on a supplemental MDR.